Manufacturer narrative:
(B)(4). Device was evaluated by manufacturer. Conclusions: the cause of the injury was that the operator moved the pt into the bore and did not stop the movement of the pt support when there was obvious interference between the pt back and the facade of the MRI bore and the pt complained of pain in her side. The MRI system performed to specification. The system user interface enables timely interruption of the movement of the pt support. Philips asked for additional info regarding the preexisting condition of the pt (it was reported that she was just previously in an automobile accident) but to date, philips has not received the request info.

Event description:
The pt was planned for an MRI examination. She was placed in prone position with breast coil in place, underneath the pt's chest. At that moment the pt complained of pain in her side. When the technologist moved the patient into the bore, the pt was squeezed between the top of the bore and the breast coil. When the technologist noticed this, the pt was removed from the bore. The procedure was not completed. After leaving the site the pt received x-rays and it was observed that she had broken ribs.